Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. During investigation the pump was inspected and found that the rear of syringe collar was cracked by customer. According to the investigation, the cracked at the rear of the syringe collar is part of the rear housing, and the pump cracked rear housing caused the reported problem. Therefore, the pump rear housing will be replaced. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost its programming. It was reported that the patient left the pump without batteries for too long. Subsequently, the patient switched to backup pump without lapse in therapy. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.